Manufacturer narrative:
(B)(4). This is a report of a use error, where a solution bag was improperly connected and swapped during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the solution bags are connected to the proper lines in the organizer. It also gives step by step instructions for connecting the solutions bags. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient improperly connected a solution bag to the heater line. The patient was in dwell one of peritoneal dialysis on a homechoice device at the time of the event. The care giver stated they connected the wrong bag to the heater line. The care giver then disconnected the bag and connected a new bag to the heater line. The technical service representative reviewed proper procedures with the care giver and assisted in ending therapy. The patient was to start over therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.